Event description:
During a remote follow-up, noise that resulted in over-sensing, automatic mode switch (ams) and pacemaker mediated tachycardia (pmt) were observed the device. No intervention has been performed. The patient was stable and will continue to be monitored.